Manufacturer narrative:
Upon receipt, the distal fragment was received for analysis. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor cable leading to the rv shock coil was found fractured in the distal end region, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted approx. 125 months after the implantation due to shock impedance > 150 ohms. Should additional information be received, this file will be updated.